Event description:
It was reported that on the patient underwent a lateral lumbar spinal fusion procedure at l4-5 and l5-s1 with interbody cage. To achieve fusion, surgeon, performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post-operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery the patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient never recovered from the surgery involving the use of rhbmp-2/acs and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with lumbar spondylosis and stenosis. Disc disease at l4-l5 and l5-s1 and underwent the following procedures: bilateral l4-l5 and l5-s1 trans facet discectomy, right sided l4-l5 and l5-s1 trans facet lumbar interbody fusion. Placement of 10 mm high peek spacer interbody l5-s1 and 14 mm high interbody spacer l4-l5, augmentation of the peek spacer with rhbmp-2/acs, lateral transverse process fusion bilaterally, l4, l5, s1 local autograft. Segmentation stabilization with pedicle screws at l4-l5 and s1 bilaterally, all under fluoroscopy. Placement of epidural drain. Micro dissection with a microscope, repair of dura laceration, application of fibrin glue. As per op-notes, ¿once the disc space had been emptied of disc material, the l5-s1 disc space was dilated to 10 mm and a 10 mm peek spacer was placed in the disc space. The peek space was augmented with rhbmp-2/acs. The end plates had been curetted extensively prior to placing the peek spacer. The peek spacer was placed under fluoroscopy and the introducer was released once the peek spacer had been placed appropriately. At the l4-l5 disc level, the end plates were again curetted extensively. The disc space was dilated to l4 mm and a 14 mm peek spacer was augmented with rhbmp-2/acs placed into the introducer was removed.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.